Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was found without a tubing clamp the day after the IV was placed. The following information was provided by the initial reporter: "while the bd was site rounding in ICU, a 20g 1.25in nexiva was found without it's clamp. It was placed yesterday morning in the preop area... The lack of the clamp did not impact the patient or their care. The ICU nurse was able to identify that the piv was placed in preop and which nurse did it. The preop nurse doesn't remember if it had a clamp or not as she was doing the documentation for a coworker who placed the line... So, either it was placed with no clamp or it was cut off during the procedure in the or."